Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addr01 implantable pulse generator (ipg), (B)(6) 2008; 5076-58 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for increased impedance. During a regular check-up, the impedance measured with out of range values. Changing the setting from bipolar to unipolar did not improve the impedance. The lead remains in use with continued monitoring for consideration of a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial lead impedance was out of range with undefined/infinite impedance. There was 1,004,483 high impedance paces recorded after that lead warning on (B)(6) 2013.